Event description:
It was reported that the left ventricular pacing polarity was reprogrammed and the left ventricular lead impedance decreased from 600 to 300 ohms. It was also reported that the device displayed noise on the atrial and ventricular channels, possibly due to electro-magnetic interference. Both the lead and device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.